Event description:
It was reported that, the atrial channel from this right atrial (ra) lead was noted flat. The technical services (ts) reviewed the episode and indicated that it was due to the standstill and since the ventricular rate was fast, it kept resetting the timing faster than the va interval, leading in no atrial pacing. This is normal device timing and operation. Additionally, it was noted that there was noise on the atrial channel that was oversensed with multiple inappropriate atrial tachy response (atr) episodes with a sporadic decrease in the impedance. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
UDI related data quality updates only: this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that, the atrial channel from this right atrial (ra) lead was noted flat. The technical services (ts) reviewed the episode and indicated that it was due to the standstill and since the ventricular rate was fast, it kept resetting the timing faster than the va interval, leading in no atrial pacing. This is normal device timing and operation. Additionally, it was noted that there was noise on the atrial channel that was oversensed with multiple inappropriate atrial tachy response (atr) episodes with a sporadic decrease in the impedance. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the atrial channel from this right atrial (ra) lead was noted flat. The technical services (ts) reviewed the episode and indicated that it was due to the standstill and since the ventricular rate was fast, it kept resetting the timing faster than the va interval, leading in no atrial pacing. This is normal device timing and operation. Additionally, it was noted that there was noise on the atrial channel that was oversensed with multiple inappropriate atrial tachy response (atr) episodes with a sporadic decrease in the impedance. Further information was received that this lead exhibited low out of range pace impedance measurements and undersensing. Ts recommended further evaluation of this lead. This ra lead remains in service. No adverse patient effects were reported.